Event description:
Complainant alleged that while conducting the 100 joule test during a routine shift check by a clinician, the device displayed a "status 90". "Status 66" and "status 110" messages on the screen. The complainant indicated that there was no pt involvement in the reported malfunction.